Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot #? What do you mean by "it breaks" needle or thread? Or needle separated from thread? Any patient consequence? Event occur intra-op/during use on patient?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the device broke easily. There were no adverse patient consequences reported.